Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 62 mg/dl in the morning, then did not dose insulin for lunch, developed hyperglycemia to about 400 mg/dl, and subsequently experienced a rapid glucose decline while the device displayed insulin on board from prior correction doses; user education was provided regarding insulin on board and the risk of insulin stacking if performing a factory reset. Symptoms included hypoglycemia and hyperglycemia without reported clinical injury. Outcomes included no reported health effects and no need for third-party assistance. Investigation included troubleshooting and user education on device operation and glucose management, with no device alerts or alarms reported. Investigation of this case revealed that the device was functioning as designed, with insulin on board decreasing over time and the system intended to provide a soft landing; user was advised to monitor and treat with oral glucose if needed. It was concluded that the event cause was unclear and not attributable to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.